Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during double eye lid procedure, the suture and needle were found to be detached. Surgeon used another suture to resolve the issue. No patient injury.